Event description:
Per report, " the suction catheter came a part while being attached to the patient for less than 12 hours."

Manufacturer narrative:
Per report, " the suction catheter came a part while being attached to the patient for less than 12 hours." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to annex codes b, c, d. Update to h3. Update to h11 verbiage.